Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was losing weight due to pain at the pocket site. The ipg was protruding and shallow due to weight loss. The patient was prescribed pain medication.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was losing weight due to pain at the pocket site. The ipg was protruding and shallow due to weight loss. The patient was prescribed pain medication.